Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned and analyzed. Analysis found the distal conductor flexed/fractured. The proximal conductor was kinked/buckled. The analyst commented electrical of distal continuity test results was failed. Performed destructive analysis and visual inspection of distal coil. Fracture was observed. (B)(4) implantable pulse generator 2009 (B)(6); 5076-52 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise, and no capture at maximum output. An inner coil fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.